Event description:
A report was received that the patient was experiencing tenderness around the pocket and midline sites after a magnetic resonance imaging (MRI). It was also noted that the ipg could not be charged. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the reported complaint states that patient had an MRI around lumbar area and reported tenderness around pocket and midline. Additionally, it was reported that before the MRI the device had a charge and was working. Upon receipt the device wouldn¿t communicate. The device would not be charged nor linked to a test remote control even after several charging attempts. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device is not functional due to the MRI exposure as stated in the reported complaint.

Event description:
A report was received that the patient was experiencing tenderness around the pocket and midline sites after a magnetic resonance imaging (MRI). It was also noted that the ipg could not be charged. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.